Event description:
Additional information received reported that the patient¿s health care provider did not know when the patient reportedly had a granuloma.

Event description:
It was reported that with respect to previously reported explanted catheters for this patient, ¿when they went in to take them out, which they knew, um, granuloma, is that ¿ is that common with these¿¿. It was not clear from the information provided which of the previously explanted catheters may have had associated granulomas. It was also reported that the patient experienced a fall on (B)(6) 2012. No further information was available at the time of this report.

Manufacturer narrative:
Product ID: 8731sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).